Manufacturer narrative:
Exact date unknown, event occurred in december 2021, when the devices were explanted. Explant date: (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8336-50, serial: (B)(4), batch: 7008984.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. All device components will not be returned. No further information has been obtained despite good faith efforts.